Manufacturer narrative:
One medfusion pump was returned for analysis. Visual inspection performed and product found to have broken top and right cases. The tamper seal was broken. Customer's complaint was verified. During an occlusion test the stepper motor does not operate as intended. Service replaced stepper motor, worm coupling, motor bracket, delrin washer, worm gear, leadscrew and clutch halves for preventative maintenance. The problem source is normal wear.

Event description:
Information was received that the medfusion pump has a motor not running. No reported adverse effects.